Manufacturer narrative:
Product was not returned for eval. No evidence product contributed to tibial collapse, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time.

Event description:
Tgs uka device(s) implanted on (B)(6)2010. Pt presented for follow up on (B)(6)2010 with no issues. At follow up on (B)(6)2010, x-rays indicated likely tibial collapse. Pt was revised to tka on (B)(6)2010. Notes from revision surgery: femoral uka component was solid and in great position. The tibial base - subchondral bone was collapsed and the baseplate was loose. There did not appear to be any defect in the tibial baseplate itself.